Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen timed out sooner than the 120 seconds the touchscreen was set to. Customer's blood glucose level was 79 mg/dl. Customer continued to use the pump for insulin therapy.